Event description:
Catheter inserted and functioning properly. Approx 8 hrs, at which time thermometer failed to read blood temp preventing obtaining cardiac output readings. All equipment was changed to verify catheter failure.